Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the moderately tortuous, mildly calcified, 80% stenosed left anterior descending (lad) artery. The physician did not predilate prior to the event. An iq wire was inserted into saphenous vein graft (svg) to lad vessel of pt. The physician attempted to implant a 3.0x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. While removing the stent delivery system, the stent caught on guide catheter and came off of the delivery balloon. The stent was dilated in the svg where it came off. The lesion was then predilated and another taxus stent was used to successfully complete the procedure. No pt complications were reported.